Event description:
It was reported that the patient experienced a surgical procedure to replace an artificial urinary sphincter(aus) device because the aus suddenly stopped working. A patient outcome was not reported.